Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage regulator board and camera were replaced. The high voltage cable was re-greased during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had dark images and intermittent loss of video. No pt injury was reported.